Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat due to critical pump error (open book image) alarm. Successfully downloaded history files and traces using thump. Unable to perform the carelink upload due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm was triggered by a pump error 35 fatal alarm confirmed in the history file on 09/14/2025 22:20:00.000 and on 09/14/2025 22:30:00.000. The following were noted during visual inspection: missing display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at the corner of the belt clip rail, stained serial number label, pillowing keypad overlay and stained keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump was received without a battery. No damage noted on the battery cap. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, moisture damage on the pcba 2 and corroded force sensor. No damage noted on the motor. On the event date of 14-sep-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 1640250 (164.025 u) and dailytotalofbolusinsulindelivered = 0 (0 u) which is equal to the dailytotalofallinsulindelivered = 1640250 (164.025 u). Perform the history review 1 week prior to the event date 14-sep-2025 in the pump history file and found 2 nodelivery alarms on 09/13/2025 (during basal), 2 pump error 35 alarm on 09/14/2025 22:20:00.000 and on 09/14/2025 22:30:00.000. Unable to test for no delivery alarm (insulin flow block alarm) due to critical pump error (open book image) alarm. Pump error 35 alarms were found in the pump history file. Unable to perform the functional testing due to critical pump error (open book image) alarm. Unable to confirm alleged high bgs (hyperglycemia). Alarm-aa99-critical pump error confirmed due to fatal alarm-a338-pump error 35. Alarm-aa99-critical pump error and alarm-a338-pump error 35 confirmed due to corroded force sensor. Upload error confirmed [unable to perform the carelink upload due to critical pump error (open book image) alarm]. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a critical pump error and an open book image error. The customer experienced hyperglycemia with blood glucose value of 400 mg/dl. The customer reported hyperglycemia was treated with insulin pump (subcutaneous insulin infusion). The customer visited the emergency room. The customer reported symptoms including confusion, feeling sick/unwell, flu like, headache, tired/weak, altered vision/vision changes, extremity pain/cramps, increased thirst. The event involved product(s) mmt-332a, mmt-1880, mmt-397a. Troubleshooting was performed. The pump did not show any signs of damage. The customer was using the correct battery cap for the pump. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. No product return is required for mmt-332a, mmt-397a. Mmt-1880 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.